Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device time was incorrect. A technical support specialist (tss) dialed into all stations onsite, synchronized system time with the server across all stations, and applied knowledge article "device time is incorrect", dialed into the device and corrected the time to resolve the issue. Confirmed correction with the user via email. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had incorrect time. The time between pyxis and epic was not same and effecting the device while pulling the medication out. However, there were no adverse events or injuries reported based on this event.